Event description:
As stated by the customer (B)(6) 2012: (B)(4) parker bath door won't stay up, kc door strap was broken and door would close on it's own. Multiclean door had lock broken out of it. This equipment was voluntarily tagged out for service by the customer and not used with pts; it is unlikely there were any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.